Manufacturer narrative:
Based on the information provided, the device was not used during a subchondroplasty procedure; therefore, the surgical technique for the device was not used and the serious injury is attributed to user error.

Event description:
Cannula broke inside the medial condyle of the femur.

Manufacturer narrative:
Based on the investigation, it was discovered that the surgeon failed to reconnect the stylus prior to engaging the drill. Additionally, the majority of the delay was attributed to the challenges experienced with the drill.

Event description:
Cannula broke inside the medial condyle of the femur.